Manufacturer narrative:
Follow-up #1: date of submission 09/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad. Unrelated to the original complaint, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.